Manufacturer narrative:
Concomitant medical products: 4092-58 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, noise in unipolar configuration and under-sensing of atrial fibrillation and atrial activity. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.